Manufacturer narrative:
The customer reported additional erroneous ft3, ft4, and tsh results for a new sample collected from the same patient. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. On (B)(4) 2016, a new sample collected from the patient resulted as 1.480 uiu/ml for tsh, 7.15 pg/ml for ft3, and 2.27 ng/dl for ft4 when tested on the customer's e602 analyzer. The sample was provided for investigations, where it was tested on a cobas 6000 analyzer, resulting as 1.48 uiu/ml for tsh, 5.19 pg/ml for ft3, and 1.77 ng/dl for ft4. The sample was also repeated on the cobas 6000 analyzer used for investigations, resulting as 5.17 pg/ml for ft3 and 1.81 ng/dl for ft4. The patient was not adversely affected. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. A serial number of (B)(4) was provided for the customer's associated cobas 8000 core unit. The cobas 6000 analyzer used for investigation purposes was serial number (B)(4). The tsh reagent lot number used on this analyzer was 166369, with an expiration date of march 2017.

Manufacturer narrative:
The serial number of the modular-pe analyzer used for investigation has been confirmed to be serial number (B)(4).

Manufacturer narrative:
This event occurred in (B)(4). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh) on a e module analyzer. The customer stated that the results from the e module analyzer did not match the patient's clinical condition. This medwatch will cover tsh. Please refer to the medwatch with patient identifier (B)(6) for information related to ft3 and refer to the medwatch with patient identifier (B)(6) for information related to ft4. The sample was initially tested at the customer site on the e module analyzer on (B)(6) 2016. The sample was provided for investigation where it was tested on a modular-pe analyzer and an e411 analyzer on (B)(6) 2016. Refer for the sample result data. The patient was not adversely affected. The serial number of the e module analyzer used at the customer site was asked for, but not provided. The modular-pe analyzer used for investigation was serial number (B)(4). Tsh reagent lot number 137811, with an expiration date of november 2016 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Tsh reagent lot number 137811, with an expiration date of november 2016 was used on this analyzer. The same serial number was provided for the modular-pe and e411 analyzers used for investigation. A confirmation of the correct serial numbers has been requested. A specific root cause could not be determined based on the provided information. There was not enough remaining sample volume available for further investigations.